Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pacemaker implantation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and experienced postoperative right-sided rupture. The patient underwent a surgical intervention on (B)(6) 2021 to place a pacemaker. During the procedure, the right-sided implant was inadvertently damaged and replaced with a 800cc mentor smooth round moderate plus profile prosthesis (right catalog #: 3502800, right serial #: (B)(4)). The device was discarded and is not available for product evaluation. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis.